Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple reboots on (B)(6) 2014. A visual inspection of the pump showed that the battery compartment was intact; no battery cap was returned with the pump. A test battery cap was used for investigation; the test cap was able to fully tighten on the pump with no power loss. The pump was exercised for 24 hours with no reboots or alarms. Unrelated to the complaint, the audio bolus button cover was torn. The pump cover was removed and evidence of moisture was visible in the pump.